Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. Review of the device history records indicate that devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the reported lot. A supplemental report will be submitted upon completion of the investigation.

Event description:
The patient got a scorpio knee tep left implanted in 2003. Currently, the patient has pain, radiologically large fracture-risk cysts femoral and tibial. Nb open milliard tbc since (B)(6) 2017 tuberculostatic treatment. Patient had revision on (B)(6) 2018.

Manufacturer narrative:
Additional devices listed in this report: unknown scorpio femoral component. Unknown scorpio mobile bearing insert #11. At this time, it cannot be determined which, if any of the reported devices may have caused or contributed to the patient's experience. An event regarding revision due to loosening involving a scorpio mobile bearing baseplate was reported. During clinician review of the case it was determined that the patient also had secondary seeding of the (pulmonary tuberculosis) infection to the patient¿s left knee arthroplasty due to ¿miliar tuberculosis¿ has contributed to major osteolysis close to the knee arthroplasty with loss of bone support to the prosthesis. The event was confirmed based on clinician review. Method & results: device evaluation and results: the explanted scorpio baseplate was returned for evaluation. There are small remnants of what appear to be bone cement on the distal surface of the baseplate. There are scratches visible on the polished bearing surface. There is also evidence of minor explantation damage visible. The returned component is consistent with a device that was in vivo for an extended period and subsequently explanted. Medical records received and evaluation: clinician review of the medical records provided concluded pulmonary tuberculosis with secondary seeding of the infection to the patient¿s left knee arthroplasty due to ¿miliar tuberculosis¿ has contributed to major osteolysis close to the knee arthroplasty with loss of bone support to the prosthesis with high risk on spontaneous periprosthetic fracture requiring revision. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: an event regarding revision due to loosening was reported. Clinician review of the case concluded that the patient also had secondary seeding of the (pulmonary tuberculosis) infection to the patient¿s left knee arthroplasty due to ¿miliar tuberculosis¿ has contributed to major osteolysis close to the knee arthroplasty with loss of bone support to the prosthesis. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends.

Event description:
The patient got a scorpio knee tep left implanted in (B)(6) 2003. Currently, the patient has pain, radiologically large fracture-risk cysts femoral and tibial. Nb open milliard tbc since 10.10.2017 tuberculostatic treatment. Patient had revision on january 30,2018.